Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: a review of the black box indicated on reboot had occurred on (B)(4) 2016. Visual inspection revealed that the battery compartment was cracked and there was moisture observed inside the display. Leak testing revealed a leak at the battery compartment cracked. The battery cap was able to secure to the pump and the pump was set for a 24 hour duration test; the pump lost power during testing. Current draws were found to be out of specification; the complaint of no power was duplicated due to the high current draws. The pump casing was removed and there was moisture damage found on the continuous glucose monitoring (cgm) board. Current draws returned to normal after the cgm flex was unplugged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.